Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r87-22 that has a similar product distributed in the us, list number 6r87-20/30.

Event description:
The customer observed a false positive architect sars-cov-2 igm result for one patient. The following data was provided (reference range: >/= 1.00 index (s/c) is positive): on (B)(6) 2020 initial sars-cov-2 igm result = 3.79 index (s/c), sars-cov-2 igg result = 0.18 index (s/c). The patient is asymptomatic with a negative pcr test. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 20626fn00 did not show any potential non-conformances, or deviations. In-house sensitivity and specificity testing for reagent lot 20626fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. In this case, the customer obtained a positive igm result of 3.79 index (s/c) for one patient sample when testing was performed with architect sars-cov-2 igm, lot 20626fn00 and also returned a negative igg result of 0.18 index (s/c). The patient was asymptomatic and tested negative for pcr two days later. Per the summary and explanation of test section in the package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa). 2985 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56%. A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov-2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Based on the investigation architect sars-cov-2 igm reagent lot 20626fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.